Manufacturer narrative:
(B)(4). Philips authorized repair personnel evaluated the device for the complaint. Philips authorized repair personnel replaced the processor pca to resolve the problem. There was no reported pt involvement. The device was put back into service. As of (B)(4) 2012 there have been no further calls for this device.

Event description:
The customer reports the device powers off intermittently.